Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: a review of the customer's screenshots and the result output file was performed since the server result log was not provided. The run was valid, met assay specification requirements, and no error codes or flags were displayed for the controls. Quality data review: the device history records (DHR) review for abbott realtime sars-cov-2 amplification kit (list 09n77- 90) lot 509008 and its components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 509008. The CAPA review was performed to identify any records that were potentially related to the reported complaint for the abbott realtime sars-cov-2 amp kit (list 09n77-90) lot 509008 and its complaint components. This CAPA review did not identify any existing internal issues or post-production use issues related to the reported complaint for the lots. Complaint history review the lot specific complaint history review was performed for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 509008 did not identify any additional complaints related to the reported issue for the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 509008. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amplification kit (list 09n77- 90) lot 509008 was not identified.

Manufacturer narrative:
Complaint investigation will be performed. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that abbott realtime sars-cov-2 amplification reagent kit (list 9n77-90) is similar to the abbott realtime sars-cov-2 amplification reagent kit (list 9n77-95) sold in the united states. Ticket does not reference a us list 9n77-95 lot number.

Event description:
The customer reported 3 false positives on the realtime sars-cov-2. The customer initially tested the samples in september 2020 and got positive results but retested them on (B)(6) 2021 and got negative results. One sample was retested for validation purposes, and the false positive was discovered while troubleshooting. The other samples were identified after the technician re-checked the curves of other samples and noticed they were abnormal, so they were retested and also found to be negative. There was no report of impact to patient management. This incident is being reported to FDA because the incident occurred in sweden using the realtime sars-cov-2 assay, list number 9n77-90, which is the same/ similar to the realtime sars-cov-2 assay, list number 9n77-95, which received FDA eua approval.